Event description:
It was reported by the patient's mother that the patient has been having an increase in seizures since the last battery replacement. The patient has gone back on aeds and increased dosage due to the increase in seizures. The patient also smoked marijuana and this has not been helping with seizures either. No additional relevant information has been received to date.

Event description:
It was later identified that the patient underwent a generator replacement for prophylactic reasons - no indication the replacement was due to the previously reported increase in seizures. The suspect generator was returned and received for analysis. Update was also received from the physician's office. Per the physician, the cause of the increase seizures was due to the patient's condition (epilepsy). In addition, the seizure levels were below pre-vns baseline level.